Event description:
Customer reports the following: "biomed reported not reading cassette. Biomed cleaned pins, tried multiple cassettes, error continued. No patient harm." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Unit also found to have an installation error misaligning the seal such that it was adhered to a neighboring screw boss and interrupting the seal perimeter. Adhesive issue will be addressed with a CAPA, while the misalignment issue with be addressed with a scar. Fresenius kabi opened an internal CAPA in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).